Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 21mm sjm regent heart valve w/flex cuff was chosen for implant. The device was tested prior to implant and the leaflets were moving normally. After implant, it was observed that one of the leaflets had detached from the valve. Heparin was administered during the procedure. The device was explanted on the same day and another 21mm sjm regent heart valve w/flex cuff was implanted as a replacement. Warfarin was administered post procedure. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient was discharged.

Manufacturer narrative:
The reported event of a dislodged leaflet was confirmed. One leaflet was dislodged from the orifice and returned with the valve. Investigation revealed rim of the valve was chipped. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the leaflet dislodgment could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 21mm sjm regent heart valve w/flex cuff was chosen for implant. The device was tested prior to implant and the leaflets were moving normally. After implant, it was observed that one of the leaflets had detached from the valve. Heparin was administered during the procedure. The device was explanted on the same day and another 21mm sjm regent heart valve w/flex cuff was implanted as a replacement. Warfarin was administered post procedure. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient was discharged. Subsequent to the initially filed report, the following information was received that the intact leaflet was recovered from the patient during the procedure. The replacement valve was implanted in the same attempted implant procedure.